Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed and the returned condition confirmed the reported resistance encountered while advancing the thumb advancer experience and device deployment aborted via utilizing the safety release feature without completing the thumb advancer stroke. Inspection of the returned device revealed no abnormal observations related to manufacturing. Also, during lab testing, the device was cleaned, re-assembled, and re-deployed successfully. There was no resistance encountered during re-deployment of the device. Contributing factors for the reported resistance during the thumb advancer deployment may include, but are not limited to: manufacturing deficiencies; anatomical conditions and deployment technique. Although history of prior arteriotomy in the target groin was reported it can not be determined if this factor could have contributed to the reported experience. There was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. Based on our investigation, the device was fully functional and a cause related to the device could not be determined. The reported resistance during the thumb advancer stroke that subsequently resulted in premature device removal could not be confirmed and no definitive cause could be identified. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported resistance encountered while advancing the thumb advancer, resulting in incomplete thumb advancer deployment and premature device removal. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited a fully functional, but partially deployed device. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified left common femoral artery (lcfa) after an interventional procedure using a starclose se device. Reportedly, during advancement of the thumb advancer a lot of resistance was felt and the physician pulled back the thumb advancer and slid the safety release button removing the device from the patient. Manual arterial compression was held to achieve hemostasis. The patient did not experience any adverse effect. The physician is trained in the use of the starclose se device. A 6fr sheath was used during vessel closure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient was reportedly approximately (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.